Manufacturer narrative:
Evaluation summary: the photographs supplied by the facility show a portion of a severved catheter attached to a hub and an unattached portion of the tubing at the point of severance. In reference to the section of catheter that remains attached to the hub: the edges appear smooth and flattened indicating that the tubing had been laterally cut with a sharp instrument such as scissors using a compressive force. In reference to the photographs from the unattached segment at the point of severance: the photos demonstate the surface pattern of the plane displaying anciliary material at the 90 degree points indicating that a compressive force was applied to the tubing. The catheter bevel tip is intact. Based on the evaluation of the photographs it has been concluded that the severance resulted from a cutting of the catheter tubing.